Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a pf stem w cllr cem. Lat. Sz 8 on the right side on (B)(6) 2002 and the patient underwent revision surgery on (B)(6) 2017 due to loosening.

Manufacturer narrative:
Concomitant medical products according: item: allofit alloclassic shl 56/kk; item#: 4247; lot#: unknown; item: metasul insert kk/28, item#: 4347, lot#: 2096482; item: echo b-mtrc mp rp so 7, item#: 192807, lot#: 2133775. Trend analysis: no trend considering the following event is identified: stem loosening. DHR-review: item: 11.58.00.008 lot: l1072. Yield: 20. Delivered:20. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Associated product: item: 4347. Lot#: 2096482. Yield: 49. Delivered: 48. Scrapped: 1. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Associated product: item: 192807. Lot#: 2133775. Yield: 70. Delivered: 70. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description: according to the received information the hip prosthesis was revised after 15 years in vivo due to stem loosening. Review of received data: surgical report: a posterior-lateral approach is used. The joint is opened and the hip is dislocated. The femoral head is cut 1 cm from the trochanter minor as planned on the radiography. The acetabulum is exposed. There is a large osteophyte at the bottom of the acetabulum. Reaming with rasps of progressively increasing size is performed up to diameter 56. Considering the coxa vara, we will not go to the bottom to avoid medializing the prosthesis and risking the instability. A trial prosthesis size 56 is put in place and has a good hold. A definitive allofit cup, size 56, is impacted in 20° anteversion and 40° inclination with a good press-fit result. A trial insert is placed. The femur is exposed and prepared with reamers for a cementless pf stem size 8. The test with a stem size 8 shows a 5 mm leg elongation and a relatively large push-pull motion. With a larger head the motion is smaller and the elongation is in the order of 6 to 7 mm. Therefore initially a cementless pf stem is put in place. During the stem impaction an anterior unicortical fissure occurred with a subsidence of the prosthesis of approximately 4 mm compared with the initial situation. This shortening is not acceptable and may cause instability. Under these conditions, it is preferred to remove this cementless prosthesis and put finally a cemented prosthesis, size 8 lateralized. The definitive metasul insert and metasul head are placed. The hip is reduced, rinsed, a redon-drain is put in contact with the prosthesis and the hip is closed. Revision report, dated 28 nov 2017: indication: septic loosening of bipolar right total hip prosthesis. Clinical summary: in 2002 the patient, now 76 years old, received a right total hip prosthesis due to coxarthrosis and the postoperative course was uncomplicated. Intervention on the opposite hip was made a few years later. The evolution has been favorable until now. Since a few months, the patient reports pain on both hips, predominantly on the right. Imaging shows signs of femoral loosening with an aspect of a resorption granuloma. There is no argument in favor of an infection, neither biological nor in the patient¿s history. The same type of anomaly is observed on the opposite hip. It is decided to perform a one stage revision with taking bacteriologic samples systematically. Surgical report: a posterior approach is used. The right hip joint is opened. There is no joint effusion or macroscopic argument for an infection. Several bacteriological samples are taken systematically. The hip is dislocated. There is no macroscopic anomaly on the head. There is a macromobility of the stem. The proximal end of the femur is released and the stem is removed without difficulty, the cement mantle remains in place. The proximal cement is removed under visual control. Distally, a central boring drill is set in place which permits perforating the cement stopper. The femur is prepared using reamers of progressively increasing size up to 15 mm, to remove the cement. The entire diaphysis is cleaned using pulse lavage. There is no bone loss except for a granuloma in the region of the trochanter minor. This is carefully curetted and bacteriological samples are taken. The acetabulum is exposed. There is no macroscopic anomaly of the metallic cup. The polyethylene is firmly in place in the cup. There is no macroscopic mobility. The perimeter of the cup is freed using a zimmer instrument which allows releasing the ¾ superior and posterior part of the cup. Then a rammer is used to extract the cup. There is no obvious lack of integration. There is a small resorption cavity at the acetabular roof which is curetted. The rest of the report describes the steps used to implant the new prosthesis and the closure of the hip. Ansm report the hospital reported the case to the competent authority. The description of the event is similar to that in the revision report with the exception that loosening is referred to as ¿aseptic¿. Devices analysis: visual examination: on the anterolateral and posteromedial side of the pf stem polished lines can be observed in the distal two thirds of the stem¿s anchoring region. These polished lines are more predominant in the middle stem region and get sparser towards the stem¿s tip. Some areas with slight polishing can be also seen on the distal surface of the stem collar. Revision damage in the form of coarse scratches can be observed on the stem taper and on the stem neck. On the stem¿s neck and shoulder spot-like discolorations can be observed. These can probably be attributed to the use of an electrosurgical instrument (cauter) during surgery. On the articulation surface of the metasul head a partial borderline between the loaded and the unloaded area is visible by naked eye under certain light conditions. On one side of the head several spots can be observed. These could either be ascribed to cell-induced corrosion or electrosurgery induced damage as described by kubacki et al. The head¿s articulation surface was investigated under the microscope at 200-times magnification with differential interference contrast (dic). As already observed under certain light conditions, the borderline between the loaded and the unloaded area is well recognizable. In the loaded area fine scratches can be recognized and the carbides, which protruded slightly in the original surface state, are leveled. In the unloaded area the original surface state with slightly protruding carbides is still visible. With exception of a coarse scratch the head taper is inconspicuous. In the as-received condition the metasul alpha insert and the allofit shell were still assembled. The insert is firmly fixed in the shell. Removal of the insert from the shell was not carried out as it probably would have damaged the components. The metasul alpha insert and the allofit shell show damage from revision surgery in the form of cuts, scratches and dents. In two locations with revision damage on the polyethylene rim, signs of material embrittlement can be observed. On the rim of the metasul inlay and the adjacent spherical calotte several spots can be seen by naked eye. These could either be ascribed to cell-induced corrosion or electrosurgery induced damage as described by kubacki et al. The inlay was investigated with a low power microscope. An area with smeared material could be detected on the rim while on the adjacent spherical calotte an area with parallel scratches is visible. Their origin stays unknown.there are bone attachments visible on the anchoring side of the allofit shell. Wear measurement: the wear measurements of the articulation surfaces of the metasul head and metasul alpha insert were carried out on a 3d measuring machine. The total, linear wear value for the head is 16.7 ¿m which results in an annual wear rate of 1.1 ¿m. It was not possible to identify a clear wear zone for the metasul inlay and therefore a wear value could not be determined. However, the measured diameter is still in within the manufacturing tolerances. For a metasul pairing with diameter 28 or 32 mm retrieved within the first year an average wear of 27.8 ¿m / year per pairing was found. Retrievals explanted after two and more years in-vivo had an average wear rate of 6.2 ¿m / year per pairing. Conclusion: according to the received information the hip prosthesis was revised after 15 years in vivo due to stem loosening. The ansm report describes an aseptic loosening while the indication section of the surgical report of revision states septic loosening of the prosthesis. Considering that in the clinical summary it is decided to perform a one stage revision and in the surgical report the following is mentioned ¿there is no joint effusion or macroscopic argument for an infection¿ it can be assumed that the revision was made due to aseptic loosening of the stem and not septic loosening. On the anterolateral and posteromedial side of the stem polished lines could be observed. This indicates a loosening between the stem and the cement. This is in agreement with the description in the surgical report of revision stating that the stem could be removed without difficulty while the cement mantle remained in place. As the x-ray follow-up is not at hand the bony situation immediately after implantation and its development over time in vivo remains unknown. It stays unknown at what point in time the granulomas developed. The appearance of the articulation surfaces does not indicate signs of abnormal wear. The wear measurement did not reveal an elevated wear value for the head. For the metasul inlay a clear wear zone could not be identified but the measured diameter is still within the manufacturing tolerances. Based on the retrieval investigation and the received information it remains unknown why it came to the loosening of the stem which led to the revision of the hip prosthesis. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is cmp-(B)(4). Note: this product is manufactured by zimmer biomet winterthur and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet winterthur manufactures a similar device that is cleared or distributed in the united states under 510(k) number k040803.

Manufacturer narrative:
The device was received, the investigation is pending. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a pf stem w cllr cem. Lat. Sz 8 on the right side on (B)(6) 2002 and the patient underwent revision surgery on (B)(6) 2017 due to loosening.